Event description:
It was reported that difficulty removal occurred requiring additional intervention. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 2.5mm unknown stent was deployed, and a 2.5 mm x 12 mm quantum maverick balloon catheter was advanced for dilation. The balloon was then inflated to 12 atmospheres for post-dilation within the stent and was deflated for 8 seconds before attempting withdrawal. However, after retracting the pressure pump, it was noted that a contrast agent had accumulated in the balloon and could not be retracted. The balloon was withdrawn using an extension catheter, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that it was confirmed via fluoroscopy that the balloon did not deflate completely. The patient experienced chest pain and a decrease in blood pressure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that difficulty removal occurred requiring additional intervention. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 2.5mm unknown stent was deployed, and a 2.5 mm x 12 mm quantum maverick balloon catheter was advanced for dilation. The balloon was then inflated to 12 atmospheres for post-dilation within the stent and was deflated for 8 seconds before attempting withdrawal. However, after retracting the pressure pump, it was noted that a contrast agent had accumulated in the balloon and could not be retracted. The balloon was withdrawn using an extension catheter, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that difficulty removal occurred requiring additional intervention. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 2.5mm unknown stent was deployed, and a 2.5 mm x 12 mm quantum maverick balloon catheter was advanced for dilation. The balloon was then inflated to 12 atmospheres for post-dilation within the stent and was deflated for 8 seconds before attempting withdrawal. However, after retracting the pressure pump, it was noted that a contrast agent had accumulated in the balloon and could not be retracted. The balloon was withdrawn using an extension catheter, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that it was confirmed via fluoroscopy that the balloon did not deflate completely. The patient experienced chest pain and a decrease in blood pressure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: boston scientific received the device and completed the analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon, there was no indication that a previous inflation attempt was performed, or positive pressure applied to the device. The balloon folds appeared tightly wrapped. A microscopic inspection revealed bumper tip showed no signs of distal tip damage. An inflation unit was attached to the device for functional testing and the balloon was inflated to 20atm and deflated successfully without issue. The balloon deflated fully in 5seconds within deflation time specification for the 2.5x12mm balloon.